Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). G2: foreign: japan. Customer has indicated that the product is in process of being returned to zimmer biomet. Once the product is returned and the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that during the surgery, it was found that the foreign substances which looks like a white powder were found inside of the sterile tray when the nurse opened the sterile package. There was no patient impact. There was about 0-15 minutes delay in surgical procedure as another device has been used to complete the surgery. Due diligence is complete as no additional information is available.